Event description:
Channel one of the pump overinfused. A 1529 ml solution of mesna was programmed to infuse over 24 hours at a rate of 64 ml/hr. Reportedly the infusion completed 7 hours earlier than anticipated. No pt injury resulted.